Event description:
During an in clinic follow up, upon interrogation it was noted the direct trend reports were not available. Technical support was contacted and recommended further investigation. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of no data available on directtrend was confirmed. Based on the information received, the cause of the reported incident was due to directtrend not being initiated during implant by user.